Event description:
(B)(4). Event occurred in the united states. The patient's infusion set's tubing got detached from the site at quick release. The site location was at the leg and the pump was clipped in the pocket on right side. The infusion was in use for one and a half days. The infusions were stored in house room temperature in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.